Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed recharger got warm after running it at donut end. Found no issues with rtm finding ins. Recharger antenna torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was for the last 2 months the patient had been having issues charging their implanted neurostimulator. Patient noted they had been struggling with migraines so they had not call medtronic before. When attempting to recharge the implanted neurostimulator they got the message rm03 and it would not recharge. Last night patient spent 2 hours trying to get the implanted neurostimulator to recharge. Patient did not have the recharger to troubleshoot. Patient will call back with recharger number for further troubleshooting. Patient called back stating they were scheduled for an MRI on monday but the controller indicated the stimulator did not have enough charge to access MRI mode. Patient mentioned having migraines which made troubleshooting difficult and they waited to address the charging issues with their stimulator. Patient explained they have reset the controller prior to calling in which did not resolve. Patient mentioned seeing rm03, doing passive recharge, and messages indicating the battery was empty. Patient confirmed the controller powered on with the power cord and no battery, then reinserted the battery and confirmed the controller was charging from the power cord/outlet. Patient confirmed no visible damage found on battery or controller. During the call patient confirmed the stimulator battery was "red" and controller battery was 100% then attempted to recharge the stimulator. Patient initially started with excellent charge quality then encountered poor recharge quality then recharger problem. Agent emailed repair for a replacement of the recharg ER. Patient mentioned the controller was replaced previously. Patient stated they no longer have a provider (hcp) and agent emailed hcp listings.